Manufacturer narrative:
The agent reported this surgery was performed because surgeon was doing a quad tendon repair and wanted to exchange the poly and patella. Male 59. Complaint has been evaluated and is similar to report number 1644408-2025-01688; 343-11-708, 343-11-711, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - poly swap to thicker size, unknown reason.